Event description:
During index procedure the patient had one endeavor sprint drug-eluting stent implanted to the lad. Approximately 18 months post index procedure, the patient was hospitalized due to mi and expired on the same day. Cause of death was acute mi. Investigator indicated that the reported mi and death events were possibly related to the study device.

Manufacturer narrative:
Results: death, myocardial infarction. Conclusions: death, myocardial infarction. (B)(4).